Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the user complaint. The fse replaced the defective fan. Based on the results of the evaluation and investigation, the probable cause is likely the inside of the device could not be cooled down due to a fan failure, and the internal temperature rose, resulting in overheating.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the overheating problem and the temperature error e101 occurred, also the examination lamp of the subject device was turned off and the emergency lamp of the subject device lit up. There was no report of patient injury associated with the event.